Event description:
Reporter indicated that the surgeon implanted a 12.6 vticmo12.6 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2014. Low vault and rotation of the lens were noted, the lens was exchanged for a longer lens on (B)(6) 2015 and the problem was resolved. Reference MFR. Report # 2023826-2015-00639 for patient's left eye.

Manufacturer narrative:
Pt weight: unk. (B)(4).

Manufacturer narrative:
Method: lens work order search & medical review. Results: visual inspection of the returned product showed the lens was received dry with a broken haptic, however, there was no visible damage observed. A lens work order search revealed there were no similar complaints within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, ect). Several factors may contribute to rotation of an icl (i.e. Patient's anatomical structure, a short lens, haptic positon, etc.). Conclusion : based on the complaint information, work order search, medical review and evaluation of the returned product, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).